Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3) test wells (crrs3), lot r242, on galileo echo instrument m01142.

Manufacturer narrative:
A review of the image files showed that the well appeared positive but was reported as negative. An immucor field service engineer performed preventative maintenance. The instrument is operating as expected. Customers were made aware of technical communication (B)(4) which advised customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.